Event description:
The manufacturer received information alleging the system setup test had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk for this issue. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the system setup test had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk for this issue. The device was not in patient use. A philips field service engineer (fse) was sent to the customer site for this issue. The philips fse evaluated and determined the active exhalation control module (aecm or proportional valve) and three-way (3-way) valve had caused the system setup test to fail on the device. The philips fse replaced the device's aecm, and 3-way valve to address this issue. After replacing the parts on the device, the philips fse completed full testing in compliance with manufacturer specifications and determined the device was cleared for clinical use.